Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly after falling into water. Blood glucose level at the time of the incident was 100 mg/dl. The customer also reported that the device had a battery out limit. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.